Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the air-water tube and cylinder had foreign objects, and there was a burn on the c-cover. A definitive root cause could not be identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The likely cause could be high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.